Event description:
It was observed that during the device evaluation, the subject device exhibited that there was a deformation in the front side of the camera head and that the cable connection part had a breakage, scratches and corrosion there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the deformation of the front side of the camera head and the cable connection part had a breakage, scratches and corrosion; have a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.